Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying a battery indicator. The medical surveillance specialist (mss) briefly spoke to the patient; however, the patient does recall contacting lifescan and the patient appeared to be very confused and disconnected the call. The mss was unable to go through the following-up questions with the patient. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (at 10:30am). The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. According to the csr's documentation, the patient manages her diabetes with a set dose of insulin (dosage and type not known); however, the patient denied taking any action in response to the reported power issue. After the alleged issue occurred, it is not clear how the patient managed her diabetes and it is not specified if the patient monitored her blood glucose with a secondary/ back-up device. As a result of the alleged power issue, the patient reportedly developed symptoms of sweating, felt clammy, and listless. It is not specified, however, when the patient's reported symptoms began and it is not clear if the patient made any attempts to treat her symptoms. According to the csr's documentation, on two separate evenings (on (B)(6) 2012) the patient reportedly went to the emergency room (ER) and during her time in the ER, the patient's blood glucose was tested (with the ER's meter) and the patient was reportedly administered IV fluids. The patient's blood glucose readings with the ER's meter are not known and it is not specified if the patient received any other form of medical intervention. During troubleshooting the csr noted the patient was using the subject meter for the first time and there was no misuse of the lfs products. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned to lifescan on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. After pa replaced the battery, the meter functioned properly. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report.